Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) replaced the full height drawer rails and verified proper drawer movement and operation. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The customer reported that the affected drawer would not open automatically and had to be manually pulled open to gain access. This indicated a malfunction of the drawer opening mechanism. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.